Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and device expiration date is unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, about six minutes into the ablation the physician noted the patient had a quarter sized first degree abrasion under the speculum on the perineal body between the vagina and anus. The abrasion was treated with silvadene cream for a few days. The cause of the abrasion has not been determined. The hta procedure was considered partially complete and is not being rescheduled. The patient's cervix was patulous and it was reported tat there was a lot of endometrial tissue present during the procedure. The procedure was abandoned and the patient's condition has been described as good.